Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005: patient got admitted with the following pre-op diagnosis: anterior annular tear of l3-l4. Patient underwent the following procedures: l3-4 posterior lumbar interbody spinal fusion with left iliac crest bone graft, instrumentation, placement of epidural catheter, tangent and bmp interbody grafting and emg monitoring. Per op-notes, ¿two small rolls of bmp were then introduced anteriorly followed by autologous bone from the iliac crest into the disc space before an additional 10 mm tangent plug was impacted¿ having taped on the left side, we recognized that there was a lot of bone that had been left over from the interbody fusion, so the rest of the bmp was wrapped around the pink bone, which was then laid into the decorticated inter-transverse gutter on the left side.¿ no intra-op complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.